Event description:
While positioning the dilator and sheath in preparation for a balloon atrial septostomy, and prior to deployment of the transseptal needle, the posterior right atrial wall was perforated. Pt developed cardiogenic shock and expired in the operating room s/p emergent sternotomy, drainage of the pericardial blood and repair of the posterior atrial wall perforations.